Event description:
Needle had been removed from patient and bronchoscope to place biopsy specimen from needle onto microscope slide. Stylet also removed from device at that time. Staff inserted stylet back into device when white stylet cap fell off. Staff was able to grab the remaining part of the stylet and it stuck inside the device.